Manufacturer narrative:
Returned device was received top and bottom cases are in excellent condition. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump displayed primary audible alarm back ground test. No adverse patient effects were reported.